Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general):hematoma in right iliac muscle"), muscle haemorrhage ("abnormal bleeding (general):hematoma in right iliac muscle"), raynaud's phenomenon ("autoimmune disorder/autoimmune disorder type of disorder: raynauds syndrome,"), systemic lupus erythematosus ("autoimmune disorder/autoimmune disorder type of disorder: sle lupus") and autoimmune arthritis ("autoimmune disorder/autoimmune disorder type of disorder: arthritis") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar pain, low back pain, rheumatic fever, restless leg syndrome and crohn's disease. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as folic acid and ropinirole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced raynaud's phenomenon (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and autoimmune arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), muscle haemorrhage (seriousness criterion medically significant), the first episode of fatigue ("fatigue"), hypersensitivity ("allergic reaction"), depression ("depression/psychological or psychiatric problems condition: depression"), loss of libido ("hormonal changes describe: lack of sex drive"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes and chills"), chills ("hormonal changes describe: hot flashes and chills"), alopecia ("hair loss"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), butterfly rash ("rashes or skin conditions type: butterfly rash"), cyst ("reproductive system disorder or type of disorder or condition: cysts"), tooth fracture ("dental problems: teeth began to crack and break"), nausea ("nausea,"), periodic limb movement disorder ("neurological conditions or problems type: periodic limb movement disorder"), dyspareunia ("dyspareunia painful sexual intercourse),"), the second episode of fatigue ("fatigue,"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), dyspepsia ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), arthralgia ("pain"), inflammation ("inflammation ") and back pain ("pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics, methotrexate, paracetamol (tylenol), pramipexole dihydrochloride (mirapex), surgery (salpingectomy (bilateral removal of fallopian tubes),) and dentures. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, loss of libido, mood swings, hot flush, chills, urinary incontinence, arthralgia, inflammation and back pain had resolved, the genital haemorrhage, muscle haemorrhage, raynaud's phenomenon, systemic lupus erythematosus, autoimmune arthritis, hypersensitivity, depression, alopecia, butterfly rash, cyst, tooth fracture, nausea, periodic limb movement disorder, dyspareunia, the last episode of fatigue, gastritis and diarrhoea outcome was unknown and the weight increased and dyspepsia was resolving. The reporter considered alopecia, arthralgia, autoimmune arthritis, back pain, butterfly rash, chills, cyst, depression, diarrhoea, dyspareunia, dyspepsia, gastritis, genital haemorrhage, hot flush, hypersensitivity, inflammation, loss of libido, mood swings, muscle haemorrhage, nausea, pelvic pain, periodic limb movement disorder, raynaud's phenomenon, systemic lupus erythematosus, tooth fracture, urinary incontinence, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: device insertion details: the essure hysteroscope implants were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2015: hematoma in right iliac muscle. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Amendment: the report was amended on (B)(6) 2019 for the following reason: coding correction : event: abnormal bleeding (general): hematoma in right iliac muscle were recoded to meddra llt genital bleeding and hematoma muscle. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), raynaud's phenomenon ("autoimmune disorder/autoimmune disorder type of disorder: raynauds syndrome,"), systemic lupus erythematosus ("autoimmune disorder/autoimmune disorder type of disorder: sle lupus"), arthritis ("autoimmune disorder/autoimmune disorder type of disorder: arthritis") and intra-abdominal haematoma ("abnormal bleeding (general):hematoma in right iliac muscle ") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar pain, low back pain, rheumatic fever, restless leg syndrome and crohn's disease. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as folic acid and ropinirole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced raynaud's phenomenon (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of fatigue ("fatigue"), hypersensitivity ("allergic reaction"), depression ("depression/psychological or psychiatric problems condition: depression"), intra-abdominal haematoma (seriousness criterion medically significant), loss of libido ("hormonal changes describe: lack of sex drive"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes and chills"), chills ("hormonal changes describe: hot flashes and chills"), alopecia ("hair loss"), incontinence ("bladder or urinary problems or changes: incontinence"), butterfly rash ("rashes or skin conditions type: butterfly rash"), cyst ("reproductive system disorder or type of disorder or condition: cysts"), tooth fracture ("dental problems: teeth began to crack and break"), nausea ("nausea,"), periodic limb movement disorder ("neurological conditions or problems type: periodic limb movement disorder"), dyspareunia ("dyspareunia painful sexual intercourse),"), the second episode of fatigue ("fatigue,"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), dyspepsia ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), arthralgia ("pain"), inflammation ("inflammation ") and back pain ("pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics, methotrexate, paracetamol (tylenol), pramipexole dihydrochloride (mirapex), surgery (salpingectomy (bilateral removal of fallopian tubes),) and dentures. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, loss of libido, mood swings, hot flush, chills, incontinence, arthralgia, inflammation and back pain had resolved, the raynaud's phenomenon, systemic lupus erythematosus, arthritis, hypersensitivity, depression, intra-abdominal haematoma, alopecia, butterfly rash, cyst, tooth fracture, nausea, periodic limb movement disorder, dyspareunia, the last episode of fatigue, gastritis and diarrhoea outcome was unknown and the weight increased and dyspepsia was resolving. The reporter considered alopecia, arthralgia, arthritis, back pain, butterfly rash, chills, cyst, depression, diarrhoea, dyspareunia, dyspepsia, gastritis, hot flush, hypersensitivity, incontinence, inflammation, intra-abdominal haematoma, loss of libido, mood swings, nausea, pelvic pain, periodic limb movement disorder, raynaud's phenomenon, systemic lupus erythematosus, tooth fracture, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: device insertion details: the essure hysteroscope implants were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2015: hematoma in right iliac muscle. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events hormonal changes describe: lack of sex drive, mood swings, hot flashes and chills, abnormal bleeding (general), psychological or psychiatric problems condition: depression, autoimmune disorder type of disorder: arthritis, sle lupus, raynauds syndrome, bladder or urinary problems or changes, rashes or skin conditions type: butterfly rash, reproductive system disorder or type of disorder or condition: cysts, salpingectomy (bilateral removal of fallopian tubes),dental problems, nausea, neurological conditions or problems type: periodic limb movement disorder, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: gastritis, chronic diarrhea digestive issues, hair loss were added. Medical history, lab data, concomitant and treatment drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), hypersensitivity ("allergic reaction") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, fatigue, hypersensitivity and depression outcome was unknown. The reporter considered autoimmune disorder, depression, fatigue, hypersensitivity and pelvic pain to be related to essure. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general):hematoma in right iliac muscle'), haematoma muscle ('abnormal bleeding (general):hematoma in right iliac muscle'), raynaud's phenomenon ('autoimmune disorder/autoimmune disorder type of disorder: raynauds syndrome,'), systemic lupus erythematosus ('autoimmune disorder/autoimmune disorder type of disorder: sle lupus') and autoimmune arthritis ('autoimmune disorder/autoimmune disorder type of disorder: arthritis') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar pain, low back pain, rheumatic fever, restless leg syndrome and crohn's disease. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as folic acid and ropinirole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced raynaud's phenomenon (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and autoimmune arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haematoma muscle (seriousness criterion medically significant), fatigue ("fatigue"), hypersensitivity ("allergic reaction"), depression ("depression/psychological or psychiatric problems condition: depression"), loss of libido ("hormonal changes describe: lack of sex drive"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes and chills"), chills ("hormonal changes describe: hot flashes and chills"), alopecia ("hair loss"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), butterfly rash ("rashes or skin conditions type: butterfly rash"), cyst ("reproductive system disorder or type of disorder or condition: cysts"), tooth fracture ("dental problems: teeth began to crack and break"), nausea ("nausea,"), periodic limb movement disorder ("neurological conditions or problems type: periodic limb movement disorder"), dyspareunia ("dyspareunia painful sexual intercourse),"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), dyspepsia ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), arthralgia ("pain"), inflammation ("inflammation ") and back pain ("pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics, methotrexate, paracetamol (tylenol), pramipexole dihydrochloride (mirapex), surgery (salpingectomy (bilateral removal of fallopian tubes),) and dentures. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, loss of libido, mood swings, hot flush, chills, urinary incontinence, arthralgia, inflammation and back pain had resolved, the genital haemorrhage, haematoma muscle, raynaud's phenomenon, systemic lupus erythematosus, autoimmune arthritis, fatigue, hypersensitivity, depression, alopecia, butterfly rash, cyst, tooth fracture, nausea, periodic limb movement disorder, dyspareunia, gastritis and diarrhoea outcome was unknown and the weight increased and dyspepsia was resolving. The reporter considered alopecia, arthralgia, autoimmune arthritis, back pain, butterfly rash, chills, cyst, depression, diarrhoea, dyspareunia, dyspepsia, fatigue, gastritis, genital haemorrhage, haematoma muscle, hot flush, hypersensitivity, inflammation, loss of libido, mood swings, nausea, pelvic pain, periodic limb movement disorder, raynaud's phenomenon, systemic lupus erythematosus, tooth fracture, urinary incontinence and weight increased to be related to essure. The reporter commented: device insertion details: the essure hysteroscope implants were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2015: hematoma in right iliac muscle. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Amendment: the report was amended for the following reason: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. No new information. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general):hematoma in right iliac muscle'), haematoma muscle ('abnormal bleeding (general):hematoma in right iliac muscle'), raynaud's phenomenon ('autoimmune disorder/autoimmune disorder type of disorder: raynauds syndrome,'), systemic lupus erythematosus ('autoimmune disorder/autoimmune disorder type of disorder: sle lupus') and autoimmune arthritis ('autoimmune disorder/autoimmune disorder type of disorder: arthritis') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar pain, low back pain, rheumatic fever, restless leg syndrome and crohn's disease. Concomitant products included gabapentin for back pain, medroxyprogesterone acetate (depo provera) for contraception as well as folic acid, hydromorphone hydrochloride (dilaudid) and ropinirole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced raynaud's phenomenon (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and autoimmune arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haematoma muscle (seriousness criterion medically significant), fatigue ("fatigue"), hypersensitivity ("allergic reaction"), depression ("depression/psychological or psychiatric problems condition: depression"), loss of libido ("hormonal changes describe: lack of sex drive"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes and chills"), chills ("hormonal changes describe: hot flashes and chills"), alopecia ("hair loss"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), butterfly rash ("rashes or skin conditions type: butterfly rash"), cyst ("reproductive system disorder or type of disorder or condition: cysts"), tooth fracture ("dental problems: teeth began to crack and break"), nausea ("nausea/sick to my stomach"), periodic limb movement disorder ("neurological conditions or problems type: periodic limb movement disorder"), dyspareunia ("dyspareunia painful sexual intercourse),"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), dyspepsia ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), arthralgia ("pain"), inflammation ("inflammation "), back pain ("pain"), neuralgia ("nerve pain"), restless legs syndrome ("restless legs syndrome"), insomnia ("insomnia"), nervousness ("shakey") and somnolence ("very sleepy") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with antibiotics, methotrexate, paracetamol (tylenol), pramipexole dihydrochloride (mirapex), surgery (salpingectomy (bilateral removal of fallopian tubes),) and dentures. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, loss of libido, mood swings, hot flush, chills, urinary incontinence, arthralgia, inflammation and back pain had resolved, the genital haemorrhage, haematoma muscle, raynaud's phenomenon, systemic lupus erythematosus, autoimmune arthritis, fatigue, hypersensitivity, depression, alopecia, butterfly rash, cyst, tooth fracture, nausea, periodic limb movement disorder, dyspareunia, gastritis, diarrhoea, neuralgia, restless legs syndrome, insomnia, nervousness and somnolence outcome was unknown and the weight increased and dyspepsia was resolving. The reporter considered alopecia, arthralgia, autoimmune arthritis, back pain, butterfly rash, chills, cyst, depression, diarrhoea, dyspareunia, dyspepsia, fatigue, gastritis, genital haemorrhage, haematoma muscle, hot flush, hypersensitivity, inflammation, insomnia, loss of libido, mood swings, nausea, nervousness, neuralgia, pelvic pain, periodic limb movement disorder, raynaud's phenomenon, restless legs syndrome, somnolence, systemic lupus erythematosus, tooth fracture, urinary incontinence and weight increased to be related to essure. The reporter commented: device insertion details: the essure hysteroscope implants were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2015: hematoma in right iliac muscle. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described via social media: nerve pain, restless leg, insomnia, very sleepy and shaky. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received-new events nerve pain, restless leg, insomnia, very sleepy and shakey were added. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), hypersensitivity ("allergic reaction") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, fatigue, hypersensitivity and depression outcome was unknown. The reporter considered autoimmune disorder, depression, fatigue, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic lower back'), gait inability ('not being able to move/ without being able to walk') and back pain ('pain/lower back pain') in a 34-year-old female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar pain, low back pain, rheumatic fever, restless leg syndrome, crohn's disease, hiatal hernia (surgery for hiatal hernia) and allergic reaction to analgesics. Previously administered products included for an unreported indication: birth control. Concurrent conditions included pap smear abnormal. Concomitant products included gabapentin for back pain, drugs for constipation since 2012 for constipation, medroxyprogesterone acetate (depo provera) for contraception as well as folic acid, hydromorphone hydrochloride (dilaudid), magnesium citrate and ropinirole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced raynaud's phenomenon ("autoimmune disorder/autoimmune disorder type of disorder: raynauds syndrome,"), systemic lupus erythematosus ("autoimmune disorder/autoimmune disorder type of disorder: sle lupus") and rheumatoid arthritis ("autoimmune disorder/arthritis/rheumatoid arthritis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), haematoma muscle ("abnormal bleeding (general):hematoma in right iliac muscle / hemotomia in the muscle"), genital haemorrhage ("abnormal bleeding (general):hematoma in right iliac muscle"), fatigue ("extreme fatigue / exhausted"), hypersensitivity ("allergic reaction"), depression ("depression/psychological or psychiatric problems condition: depression"), loss of libido ("hormonal changes describe: lack of sex drive"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes and chills"), chills ("hormonal changes describe: hot flashes and chills"), alopecia ("hair loss"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), butterfly rash ("rashes or skin conditions type: butterfly rash"), ovarian cyst ("reproductive system disorder or type of disorder or condition: cysts/ ovarian cyst"), tooth fracture ("dental problems: teeth began to crack and break"), nausea ("nausea/sick to my stomach"), periodic limb movement disorder ("neurological conditions or problems type: periodic limb movement disorder"), dyspareunia ("dyspareunia painful sexual intercourse),"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), dyspepsia ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), arthralgia ("hip pain / joint pain / right hip pain"), inflammation ("inflammation"), neuralgia ("nerve pain"), restless legs syndrome ("restless legs syndrome"), insomnia ("insomnia"), nervousness ("shaky"), somnolence ("very sleepy"), pain ("body aches / shooting pain"), abdominal distension ("bloating/looks 8 months pregnant"), crohn's disease ("crohn's"), muscle spasms ("muscle spasm / muscle spasms"), loss of consciousness ("pass out"), splenomegaly ("spleen enlarged"), hepatomegaly ("liver enlarged"), coeliac disease ("celiac disease"), coccydynia ("coccydynia / tailbone pain / tailbone to curve"), hiatus hernia ("hiatal hernia"), irritable bowel syndrome ("ibd (irritable bowel syndrome)"), colitis ulcerative ("ulcerative colitis"), mixed connective tissue disease ("mixed connective tissue disorder"), pollakiuria ("pee constantly"), constipation ("constipation"), migraine ("migraine"), stress ("stresses"), illness ("sick"), anaphylactic reaction ("anaphylaxis"), infection ("infection"), abdominal pain lower ("bad cramps"), gastrooesophageal reflux disease ("acid reflux"), lactose intolerance ("lactose intolerance"), gluten sensitivity ("gluten sensitivity"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("stomach hurts / stomach pain"), pyrexia ("fever"), dysgeusia ("metallic taste in mouth"), middle insomnia ("sleep broken"), dehydration ("dehydration"), anger ("anger"), depressed mood ("sadness"), swelling ("swelling"), abdominal discomfort ("stomach upset"), sleep apnoea syndrome ("sleep apnea"), dermal cyst ("pilar cyst on my scalp"), pulmonary mass ("nodule in my lung"), hepatic cyst ("cyst in liver"), muscle twitching ("muscle twitch"), flatulence ("gas"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and dental caries ("teeth rotting out"), experienced gait inability (seriousness criterion hospitalization), lasting 6 months and was found to have weight increased ("weight gain / loss specify which one: weight gain") and haemangioma of bone ("hemangioma at t8 vertebrae"). The patient was treated with antibiotics, methotrexate, paracetamol (tylenol), pramipexole dihydrochloride monohydrate (mirapex), surgery (bilateral salpingectomy with cornual resection) and dentures. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, gait inability, back pain, loss of libido, mood swings, hot flush, chills, urinary incontinence, arthralgia and inflammation had resolved, the haematoma muscle, raynaud's phenomenon, systemic lupus erythematosus, rheumatoid arthritis, genital haemorrhage, fatigue, hypersensitivity, depression, alopecia, butterfly rash, ovarian cyst, tooth fracture, nausea, periodic limb movement disorder, dyspareunia, gastritis, diarrhoea, neuralgia, restless legs syndrome, insomnia, nervousness, somnolence, pain, abdominal distension, crohn's disease, muscle spasms, loss of consciousness, splenomegaly, hepatomegaly, coeliac disease, coccydynia, hiatus hernia, irritable bowel syndrome, colitis ulcerative, mixed connective tissue disease, pollakiuria, constipation, migraine, stress, illness, anaphylactic reaction, infection, gastrooesophageal reflux disease, lactose intolerance, gluten sensitivity, fibromyalgia, abdominal pain upper, pyrexia, dysgeusia, middle insomnia, dehydration, anger, depressed mood, swelling, abdominal discomfort, sleep apnoea syndrome, dermal cyst, pulmonary mass, hepatic cyst, muscle twitching, flatulence, bladder disorder, urinary tract disorder and dental caries outcome was unknown and the weight increased, dyspepsia and abdominal pain lower was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anaphylactic reaction, anger, arthralgia, back pain, bladder disorder, butterfly rash, chills, coccydynia, coeliac disease, colitis ulcerative, constipation, crohn's disease, dehydration, dental caries, depressed mood, depression, dermal cyst, diarrhoea, dysgeusia, dyspareunia, dyspepsia, fatigue, fibromyalgia, flatulence, gait inability, gastritis, gastrooesophageal reflux disease, genital haemorrhage, gluten sensitivity, haemangioma of bone, haematoma muscle, hepatic cyst, hepatomegaly, hiatus hernia, hot flush, hypersensitivity, illness, infection, inflammation, insomnia, irritable bowel syndrome, lactose intolerance, loss of consciousness, loss of libido, middle insomnia, migraine, mixed connective tissue disease, mood swings, muscle spasms, muscle twitching, nausea, nervousness, neuralgia, ovarian cyst, pain, pelvic pain, periodic limb movement disorder, pollakiuria, pulmonary mass, pyrexia, raynaud's phenomenon, restless legs syndrome, rheumatoid arthritis, sleep apnoea syndrome, somnolence, splenomegaly, stress, swelling, systemic lupus erythematosus, tooth fracture, urinary incontinence, urinary tract disorder and weight increased to be related to essure. The reporter commented: device insertion details: the essure hysteroscope implants were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2015: hematoma in right iliac muscle. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number: 948834 manufacturing date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic lower back'), gait inability ('not being able to move/ without being able to walk') and back pain ('pain/lower back pain') in a 34-year-old female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar pain, low back pain, rheumatic fever, restless leg syndrome, crohn's disease, hiatal hernia (surgery for hiatal hernia) and allergic reaction to analgesics. Previously administered products included for an unreported indication: birth control. Concurrent conditions included pap smear abnormal. Concomitant products included gabapentin for back pain, drugs for constipation since 2012 for constipation, medroxyprogesterone acetate (depo provera) for contraception as well as folic acid, hydromorphone hydrochloride (dilaudid), magnesium citrate and ropinirole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced raynaud's phenomenon ("autoimmune disorder/autoimmune disorder type of disorder: raynauds syndrome,"), systemic lupus erythematosus ("autoimmune disorder/autoimmune disorder type of disorder: sle lupus") and rheumatoid arthritis ("autoimmune disorder/arthritis/rheumatoid arthritis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), haematoma muscle ("abnormal bleeding (general):hematoma in right iliac muscle / hemotomia in the muscle"), genital haemorrhage ("abnormal bleeding (general):hematoma in right iliac muscle"), fatigue ("extreme fatigue / exhausted"), hypersensitivity ("allergic reaction"), depression ("depression/psychological or psychiatric problems condition: depression"), loss of libido ("hormonal changes describe: lack of sex drive"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes and chills"), chills ("hormonal changes describe: hot flashes and chills"), alopecia ("hair loss"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), butterfly rash ("rashes or skin conditions type: butterfly rash"), ovarian cyst ("reproductive system disorder or type of disorder or condition: cysts/ ovarian cyst"), tooth fracture ("dental problems: teeth began to crack and break"), nausea ("nausea/sick to my stomach"), periodic limb movement disorder ("neurological conditions or problems type: periodic limb movement disorder"), dyspareunia ("dyspareunia painful sexual intercourse),"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), dyspepsia ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), arthralgia ("hip pain / joint pain / right hip pain"), inflammation ("inflammation"), neuralgia ("nerve pain"), restless legs syndrome ("restless legs syndrome"), insomnia ("insomnia"), nervousness ("shaky"), somnolence ("very sleepy"), pain ("body aches / shooting pain"), abdominal distension ("bloating/looks 8 months pregnant"), crohn's disease ("crohn's"), muscle spasms ("muscle spasm / muscle spasms"), loss of consciousness ("pass out"), splenomegaly ("spleen enlarged"), hepatomegaly ("liver enlarged"), coeliac disease ("celiac disease"), coccydynia ("coccydynia / tailbone pain / tailbone to curve"), hiatus hernia ("hiatal hernia"), irritable bowel syndrome ("ibd (irritable bowel syndrome)"), colitis ulcerative ("ulcerative colitis"), mixed connective tissue disease ("mixed connective tissue disorder"), pollakiuria ("pee constantly"), constipation ("constipation"), migraine ("migraine"), stress ("stresses"), illness ("sick"), anaphylactic reaction ("anaphylaxis"), infection ("infection"), abdominal pain lower ("bad cramps"), gastrooesophageal reflux disease ("acid reflux"), lactose intolerance ("lactose intolerance"), gluten sensitivity ("gluten sensitivity"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("stomach hurts / stomach pain"), pyrexia ("fever"), dysgeusia ("metallic taste in mouth"), middle insomnia ("sleep broken"), dehydration ("dehydration"), anger ("anger"), depressed mood ("sadness"), swelling ("swelling"), abdominal discomfort ("stomach upset"), sleep apnoea syndrome ("sleep apnea"), dermal cyst ("pilar cyst on my scalp"), pulmonary mass ("nodule in my lung"), hepatic cyst ("cyst in liver"), muscle twitching ("muscle twitch"), flatulence ("gas"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and dental caries ("teeth rotting out"), experienced gait inability (seriousness criterion hospitalization), lasting 6 months and was found to have weight increased ("weight gain / loss specify which one: weight gain") and haemangioma of bone ("hemangioma at t8 vertebrae"). The patient was treated with antibiotics, methotrexate, paracetamol (tylenol), pramipexole dihydrochloride monohydrate (mirapex), surgery (bilateral salpingectomy with cornual resection) and dentures. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, gait inability, back pain, loss of libido, mood swings, hot flush, chills, urinary incontinence, arthralgia and inflammation had resolved, the haematoma muscle, raynaud's phenomenon, systemic lupus erythematosus, rheumatoid arthritis, genital haemorrhage, fatigue, hypersensitivity, depression, alopecia, butterfly rash, ovarian cyst, tooth fracture, nausea, periodic limb movement disorder, dyspareunia, gastritis, diarrhoea, neuralgia, restless legs syndrome, insomnia, nervousness, somnolence, pain, abdominal distension, crohn's disease, muscle spasms, loss of consciousness, splenomegaly, hepatomegaly, coeliac disease, coccydynia, hiatus hernia, irritable bowel syndrome, colitis ulcerative, mixed connective tissue disease, pollakiuria, constipation, migraine, stress, illness, anaphylactic reaction, infection, gastrooesophageal reflux disease, lactose intolerance, gluten sensitivity, fibromyalgia, abdominal pain upper, pyrexia, dysgeusia, middle insomnia, dehydration, anger, depressed mood, swelling, abdominal discomfort, sleep apnoea syndrome, dermal cyst, pulmonary mass, hepatic cyst, muscle twitching, flatulence, bladder disorder, urinary tract disorder and dental caries outcome was unknown and the weight increased, dyspepsia and abdominal pain lower was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anaphylactic reaction, anger, arthralgia, back pain, bladder disorder, butterfly rash, chills, coccydynia, coeliac disease, colitis ulcerative, constipation, crohn's disease, dehydration, dental caries, depressed mood, depression, dermal cyst, diarrhoea, dysgeusia, dyspareunia, dyspepsia, fatigue, fibromyalgia, flatulence, gait inability, gastritis, gastrooesophageal reflux disease, genital haemorrhage, gluten sensitivity, haemangioma of bone, haematoma muscle, hepatic cyst, hepatomegaly, hiatus hernia, hot flush, hypersensitivity, illness, infection, inflammation, insomnia, irritable bowel syndrome, lactose intolerance, loss of consciousness, loss of libido, middle insomnia, migraine, mixed connective tissue disease, mood swings, muscle spasms, muscle twitching, nausea, nervousness, neuralgia, ovarian cyst, pain, pelvic pain, periodic limb movement disorder, pollakiuria, pulmonary mass, pyrexia, raynaud's phenomenon, restless legs syndrome, rheumatoid arthritis, sleep apnoea syndrome, somnolence, splenomegaly, stress, swelling, systemic lupus erythematosus, tooth fracture, urinary incontinence, urinary tract disorder and weight increased to be related to essure. The reporter commented: device insertion details: the essure hysteroscope implants were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2015: hematoma in right iliac muscle. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described via social media: nerve pain, restless leg, insomnia, very sleepy and shaky, body aches, not being able to move, bloating, crohn's, muscle spasm, pass out, hemangioma at t8 vertebrae, spleen enlarged, liver enlarged, celiac disease, coccydynia, hiatal hernia, irritable bowel syndrome, ulcerative colitis, mixed connective tissue disorder, pee constantly, constipation, dental caries. Lot number: 948834 manufacturing date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information added. Event: teeth rotting out added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), haematoma muscle ('abnormal bleeding (general):hematoma in right iliac muscle / hemotomia in the muscle'), raynaud's phenomenon ('autoimmune disorder/autoimmune disorder type of disorder: raynauds syndrome,'), systemic lupus erythematosus ('autoimmune disorder/autoimmune disorder type of disorder: sle lupus'), gait inability ('not being able to move/ without being able to walk'), crohn's disease ('crohn's') and anaphylactic reaction ('anaphylaxis') in a 34-year-old female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar pain, low back pain, rheumatic fever, restless leg syndrome, crohn's disease, hiatal hernia (surgery for hiatal hernia) and allergic reaction to analgesics. Concurrent conditions included pap smear abnormal. Concomitant products included gabapentin for back pain, medroxyprogesterone acetate (depo provera) for contraception as well as folic acid, hydromorphone hydrochloride (dilaudid) and ropinirole. On (B)(6)2012, the patient had essure inserted. In (B)(6)2016, the patient experienced raynaud's phenomenon (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and autoimmune arthritis ("autoimmune disorder/autoimmune disorder type of disorder: arthritis/rheumatoid arthritis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematoma muscle (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general):hematoma in right iliac muscle"), fatigue ("extreme fatigue / exhausted"), hypersensitivity ("allergic reaction"), depression ("depression/psychological or psychiatric problems condition: depression"), loss of libido ("hormonal changes describe: lack of sex drive"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes and chills"), chills ("hormonal changes describe: hot flashes and chills"), alopecia ("hair loss"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), butterfly rash ("rashes or skin conditions type: butterfly rash"), ovarian cyst ("reproductive system disorder or type of disorder or condition: cysts/ ovarian cyst"), tooth fracture ("dental problems: teeth began to crack and break"), nausea ("nausea/sick to my stomach"), periodic limb movement disorder ("neurological conditions or problems type: periodic limb movement disorder"), dyspareunia ("dyspareunia painful sexual intercourse),"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), dyspepsia ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), arthralgia ("hip pain / joint pain"), inflammation ("inflammation "), back pain ("pain/lower back pain"), neuralgia ("nerve pain"), restless legs syndrome ("restless legs syndrome"), insomnia ("insomnia"), nervousness ("shaky"), somnolence ("very sleepy"), pain ("body aches / shooting pain"), gait inability (seriousness criterion hospitalization), abdominal distension ("bloating/looks 8 months pregnant"), crohn's disease (seriousness criterion medically significant), muscle spasms ("muscle spasm / muscle spasms "), loss of consciousness ("pass out"), splenomegaly ("spleen enlarged"), hepatomegaly ("liver enlarged"), coeliac disease ("celiac disease"), coccydynia ("coccydynia / tailbone pain"), hiatus hernia ("hiatal hernia"), irritable bowel syndrome ("ibd (irritable bowel syndrome)"), colitis ulcerative ("ulcerative colitis"), mixed connective tissue disease ("mixed connective tissue disorder"), pollakiuria ("pee constantly"), constipation ("constipation"), migraine ("migraine"), stress ("stresses"), malaise ("sick"), anaphylactic reaction (seriousness criterion medically significant), infection ("infection"), abdominal pain lower ("bad cramps"), gastrooesophageal reflux disease ("acid reflux"), lactose intolerance ("lactose intolerance"), gluten sensitivity ("gluten sensitivity"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("stomach hurts / stomach pain"), pyrexia ("fever"), dysgeusia ("metallic taste in mouth"), middle insomnia ("sleep broken"), dehydration ("dehydration"), anger ("anger"), depressed mood ("sadness"), swelling ("swelling"), abdominal discomfort ("stomach upset") and sleep apnoea syndrome ("sleep apnea") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and haemangioma of bone ("hemangioma at t8 vertebrae"). The patient was treated with antibiotics, methotrexate, paracetamol (tylenol), pramipexole dihydrochloride (mirapex), surgery (bilateral salpingectomy with cornual resection) and dentures. Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, loss of libido, mood swings, hot flush, chills, urinary incontinence, arthralgia, inflammation and back pain had resolved, the haematoma muscle, raynaud's phenomenon, systemic lupus erythematosus, autoimmune arthritis, genital haemorrhage, fatigue, hypersensitivity, depression, alopecia, butterfly rash, ovarian cyst, tooth fracture, nausea, periodic limb movement disorder, dyspareunia, gastritis, diarrhoea, neuralgia, restless legs syndrome, insomnia, nervousness, somnolence, pain, gait inability, abdominal distension, crohn's disease, muscle spasms, loss of consciousness, splenomegaly, hepatomegaly, coeliac disease, coccydynia, hiatus hernia, irritable bowel syndrome, colitis ulcerative, mixed connective tissue disease, pollakiuria, constipation, migraine, stress, malaise, anaphylactic reaction, infection, gastrooesophageal reflux disease, lactose intolerance, gluten sensitivity, fibromyalgia, abdominal pain upper, pyrexia, dysgeusia, middle insomnia, dehydration, anger, depressed mood, swelling, abdominal discomfort and sleep apnoea syndrome outcome was unknown and the weight increased, dyspepsia and abdominal pain lower was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anaphylactic reaction, anger, arthralgia, autoimmune arthritis, back pain, butterfly rash, chills, coccydynia, coeliac disease, colitis ulcerative, constipation, crohn's disease, dehydration, depressed mood, depression, diarrhoea, dysgeusia, dyspareunia, dyspepsia, fatigue, fibromyalgia, gait inability, gastritis, gastrooesophageal reflux disease, genital haemorrhage, gluten sensitivity, haemangioma of bone, haematoma muscle, hepatomegaly, hiatus hernia, hot flush, hypersensitivity, infection, inflammation, insomnia, irritable bowel syndrome, lactose intolerance, loss of consciousness, loss of libido, malaise, middle insomnia, migraine, mixed connective tissue disease, mood swings, muscle spasms, nausea, nervousness, neuralgia, ovarian cyst, pain, pelvic pain, periodic limb movement disorder, pollakiuria, pyrexia, raynaud's phenomenon, restless legs syndrome, sleep apnoea syndrome, somnolence, splenomegaly, stress, swelling, systemic lupus erythematosus, tooth fracture, urinary incontinence and weight increased to be related to essure. The reporter commented: device insertion details: the essure hysteroscope implants were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6)2015: hematoma in right iliac muscle. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described via social media: nerve pain, restless leg, insomnia, very sleepy and shaky, body aches, not being able to move, bloating, crohn's, muscle spasm, pass out, hemangioma at t8 vertebrae, spleen enlarged, liver enlarged, celiac disease, coccydynia, hiatal hernia, irritable bowel syndrome, ulcerative colitis, mixed connective tissue disorder, pee constantly, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2020: social media received. Lot number added. Events added- migraine, stresses, sick, anaphylaxis, back in excruciating pain, infection, bad cramps (recovering), acid reflux, lactose intolerance, gluten sensitivity, fibromyalgia, stomach hurts, fibromyalgia, fever, sleep broken, metallic taste in mouth, dehydration, anger, sadness, swelling, stomach upset, sleep apnea. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and gait inability ('not being able to move/ without being able to walk') in a 34-year-old female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar pain, low back pain, rheumatic fever, restless leg syndrome, crohn's disease, hiatal hernia (surgery for hiatal hernia) and allergic reaction to analgesics. Concurrent conditions included pap smear abnormal. Concomitant products included gabapentin for back pain, medroxyprogesterone acetate (depo provera) for contraception as well as folic acid, hydromorphone hydrochloride (dilaudid) and ropinirole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced raynaud's phenomenon ("autoimmune disorder/autoimmune disorder type of disorder: raynauds syndrome,"), systemic lupus erythematosus ("autoimmune disorder/autoimmune disorder type of disorder: sle lupus") and autoimmune arthritis ("autoimmune disorder/autoimmune disorder type of disorder: arthritis/rheumatoid arthrirtis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematoma muscle ("abnormal bleeding (general):hematoma in right iliac muscle / hemotomia in the muscle"), genital haemorrhage ("abnormal bleeding (general):hematoma in right iliac muscle"), fatigue ("extreme fatigue / exhausted"), hypersensitivity ("allergic reaction"), depression ("depression/psychological or psychiatric problems condition: depression"), loss of libido ("hormonal changes describe: lack of sex drive"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes and chills"), chills ("hormonal changes describe: hot flashes and chills"), alopecia ("hair loss"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), butterfly rash ("rashes or skin conditions type: butterfly rash"), ovarian cyst ("reproductive system disorder or type of disorder or condition: cysts/ ovarian cyst"), tooth fracture ("dental problems: teeth began to crack and break"), nausea ("nausea/sick to my stomach"), periodic limb movement disorder ("neurological conditions or problems type: periodic limb movement disorder"), dyspareunia ("dyspareunia painful sexual intercourse),"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), dyspepsia ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), arthralgia ("hip pain / joint pain"), inflammation ("inflammation "), back pain ("pain/lower back pain"), neuralgia ("nerve pain"), restless legs syndrome ("restless legs syndrome"), insomnia ("insomnia"), nervousness ("shakey"), somnolence ("very sleepy"), pain ("body aches / shooting pain"), gait inability (seriousness criterion hospitalization), abdominal distension ("bloating/looks 8 months pregnant"), crohn's disease ("crohn's"), muscle spasms ("muscle spasm / muscle spasms "), loss of consciousness ("pass out"), splenomegaly ("spleen enlarged"), hepatomegaly ("liver enlarged"), coeliac disease ("celiac disease"), coccydynia ("coccydynia / tailbone pain"), hiatus hernia ("hiatal hernia"), irritable bowel syndrome ("ibd (irritable bowel syndrome)"), colitis ulcerative ("ulcerative colitis"), mixed connective tissue disease ("mixed connective tissue disorder"), pollakiuria ("pee constantly"), constipation ("constipation"), migraine ("migraine"), stress ("stresses"), malaise ("sick"), anaphylactic reaction ("anaphylaxis"), infection ("infection"), abdominal pain lower ("bad cramps"), gastrooesophageal reflux disease ("acid reflux"), lactose intolerance ("lactose intolerance"), gluten sensitivity ("gluten sensitivity"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("stomach hurts / stomach pain"), pyrexia ("fever"), dysgeusia ("metallic taste in mouth"), middle insomnia ("sleep broken"), dehydration ("dehydration"), anger ("anger"), depressed mood ("sadness"), swelling ("swelling"), abdominal discomfort ("stomach upset") and sleep apnoea syndrome ("sleep apnea") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and haemangioma of bone ("hemangioma at t8 vertebrae"). The patient was treated with antibiotics, methotrexate, paracetamol (tylenol), pramipexole dihydrochloride (mirapex), surgery (bilateral salpingectomy with cornual resection) and dentures. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, loss of libido, mood swings, hot flush, chills, urinary incontinence, arthralgia, inflammation and back pain had resolved, the haematoma muscle, raynaud's phenomenon, systemic lupus erythematosus, autoimmune arthritis, genital haemorrhage, fatigue, hypersensitivity, depression, alopecia, butterfly rash, ovarian cyst, tooth fracture, nausea, periodic limb movement disorder, dyspareunia, gastritis, diarrhoea, neuralgia, restless legs syndrome, insomnia, nervousness, somnolence, pain, gait inability, abdominal distension, crohn's disease, muscle spasms, loss of consciousness, splenomegaly, hepatomegaly, coeliac disease, coccydynia, hiatus hernia, irritable bowel syndrome, colitis ulcerative, mixed connective tissue disease, pollakiuria, constipation, migraine, stress, malaise, anaphylactic reaction, infection, gastrooesophageal reflux disease, lactose intolerance, gluten sensitivity, fibromyalgia, abdominal pain upper, pyrexia, dysgeusia, middle insomnia, dehydration, anger, depressed mood, swelling, abdominal discomfort and sleep apnoea syndrome outcome was unknown and the weight increased, dyspepsia and abdominal pain lower was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anaphylactic reaction, anger, arthralgia, autoimmune arthritis, back pain, butterfly rash, chills, coccydynia, coeliac disease, colitis ulcerative, constipation, crohn's disease, dehydration, depressed mood, depression, diarrhoea, dysgeusia, dyspareunia, dyspepsia, fatigue, fibromyalgia, gait inability, gastritis, gastrooesophageal reflux disease, genital haemorrhage, gluten sensitivity, haemangioma of bone, haematoma muscle, hepatomegaly, hiatus hernia, hot flush, hypersensitivity, infection, inflammation, insomnia, irritable bowel syndrome, lactose intolerance, loss of consciousness, loss of libido, malaise, middle insomnia, migraine, mixed connective tissue disease, mood swings, muscle spasms, nausea, nervousness, neuralgia, ovarian cyst, pain, pelvic pain, periodic limb movement disorder, pollakiuria, pyrexia, raynaud's phenomenon, restless legs syndrome, sleep apnoea syndrome, somnolence, splenomegaly, stress, swelling, systemic lupus erythematosus, tooth fracture, urinary incontinence and weight increased to be related to essure. The reporter commented: device insertion details: the essure hysteroscope implants were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2015: hematoma in right iliac muscle. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described via social media: nerve pain, restless leg, insomnia, very sleepy and shaky, body aches, not being able to move, bloating, crohn's, muscle spasm, pass out, hemangioma at t8 vertebrae, spleen enlarged, liver enlarged, celiac disease, coccydynia, hiatal hernia, irritable bowel syndrome, ulcerative colitis, mixed connective tissue disorder, pee constantly, constipation. Lot number: 948834, manufacturing date: 2012-02, expiration date: 2015-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), haematoma muscle ('abnormal bleeding (general):hematoma in right iliac muscle'), raynaud's phenomenon ('autoimmune disorder/autoimmune disorder type of disorder: raynauds syndrome,'), systemic lupus erythematosus ('autoimmune disorder/autoimmune disorder type of disorder: sle lupus'), autoimmune arthritis ('autoimmune disorder/autoimmune disorder type of disorder: arthritis/rheumatoid arthrirtis'), gait inability ('not being able to move/ without being able to walk') and crohn's disease ('crohn's') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar pain, low back pain, rheumatic fever, restless leg syndrome and crohn's disease. Concurrent conditions included pap smear abnormal. Concomitant products included gabapentin for back pain, medroxyprogesterone acetate (depo provera) for contraception as well as folic acid, hydromorphone hydrochloride (dilaudid) and ropinirole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced raynaud's phenomenon (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and autoimmune arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematoma muscle (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general):hematoma in right iliac muscle"), fatigue ("fatigue"), hypersensitivity ("allergic reaction"), depression ("depression/psychological or psychiatric problems condition: depression"), loss of libido ("hormonal changes describe: lack of sex drive"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes and chills"), chills ("hormonal changes describe: hot flashes and chills"), alopecia ("hair loss"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), butterfly rash ("rashes or skin conditions type: butterfly rash"), ovarian cyst ("reproductive system disorder or type of disorder or condition: cysts/ ovarian cyst"), tooth fracture ("dental problems: teeth began to crack and break"), nausea ("nausea/sick to my stomach"), periodic limb movement disorder ("neurological conditions or problems type: periodic limb movement disorder"), dyspareunia ("dyspareunia painful sexual intercourse),"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), dyspepsia ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), arthralgia ("pain"), inflammation ("inflammation "), back pain ("pain/lower back pain"), neuralgia ("nerve pain"), restless legs syndrome ("restless legs syndrome"), insomnia ("insomnia"), nervousness ("shakey"), somnolence ("very sleepy"), pain ("body aches"), gait inability (seriousness criterion hospitalization), abdominal distension ("bloating/looks 8 months pregnant"), crohn's disease (seriousness criterion medically significant), muscle spasms ("muscle spasm"), loss of consciousness ("pass out"), splenomegaly ("spleen enlarged"), hepatomegaly ("liver enlarged"), coeliac disease ("celiac disease"), coccydynia ("coccydynia"), hiatus hernia ("hiatal hernia"), irritable bowel syndrome ("ibd (irritable bowel syndrome)"), colitis ulcerative ("ulcerative colitis"), connective tissue disorder ("mixed connective tissue disorder"), pollakiuria ("pee constantly") and constipation ("constipation") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and haemangioma ("hemangioma at t8 vertebrae"). The patient was treated with antibiotics, methotrexate, paracetamol (tylenol), pramipexole dihydrochloride (mirapex), surgery (bilateral salpingectomy with cornual resection) and dentures. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, loss of libido, mood swings, hot flush, chills, urinary incontinence, arthralgia, inflammation and back pain had resolved, the haematoma muscle, raynaud's phenomenon, systemic lupus erythematosus, autoimmune arthritis, genital haemorrhage, fatigue, hypersensitivity, depression, alopecia, butterfly rash, ovarian cyst, tooth fracture, nausea, periodic limb movement disorder, dyspareunia, gastritis, diarrhoea, neuralgia, restless legs syndrome, insomnia, nervousness, somnolence, pain, gait inability, abdominal distension, crohn's disease, muscle spasms, loss of consciousness, splenomegaly, hepatomegaly, coeliac disease, coccydynia, hiatus hernia, irritable bowel syndrome, colitis ulcerative, connective tissue disorder, pollakiuria and constipation outcome was unknown and the weight increased and dyspepsia was resolving. The reporter considered abdominal distension, alopecia, arthralgia, autoimmune arthritis, back pain, butterfly rash, chills, coccydynia, coeliac disease, colitis ulcerative, connective tissue disorder, constipation, crohn's disease, depression, diarrhoea, dyspareunia, dyspepsia, fatigue, gait inability, gastritis, genital haemorrhage, haemangioma, haematoma muscle, hepatomegaly, hiatus hernia, hot flush, hypersensitivity, inflammation, insomnia, irritable bowel syndrome, loss of consciousness, loss of libido, mood swings, muscle spasms, nausea, nervousness, neuralgia, ovarian cyst, pain, pelvic pain, periodic limb movement disorder, pollakiuria, raynaud's phenomenon, restless legs syndrome, somnolence, splenomegaly, systemic lupus erythematosus, tooth fracture, urinary incontinence and weight increased to be related to essure. The reporter commented: device insertion details: the essure hysteroscope implants were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2015: hematoma in right iliac muscle. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described via social media: nerve pain, restless leg, insomnia, very sleepy and shaky, body aches, not being able to move, bloating, crohn's, muscle spasm, pass out, hemangioma at t8 vertebrae, spleen enlarged, liver enlarged, celiac disease, coccydynia, hiatal hernia, irritable bowel syndrome, ulcerative colitis, mixed connective tissue disorder, pee constantly, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Events body aches, not being able to move, bloating, crohn's, muscle spasm, pass out, hemangioma at t8 vertebrae, spleen enlarged, liver enlarged, celiac disease, coccydynia, hiatal hernia, irritable bowel syndrome, ulcerative colitis, mixed connective tissue disorder, pee constantly, constipation were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and gait inability ('not being able to move/ without being able to walk') in a 34-year-old female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar pain, low back pain, rheumatic fever, restless leg syndrome, crohn's disease, hiatal hernia (surgery for hiatal hernia) and allergic reaction to analgesics. Concurrent conditions included pap smear abnormal. Concomitant products included gabapentin for back pain, medroxyprogesterone acetate (depo provera) for contraception as well as folic acid, hydromorphone hydrochloride (dilaudid) and ropinirole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced raynaud's phenomenon ("autoimmune disorder/autoimmune disorder type of disorder: raynauds syndrome,"), systemic lupus erythematosus ("autoimmune disorder/autoimmune disorder type of disorder: sle lupus") and rheumatoid arthritis ("autoimmune disorder/arthritis/rheumatoid arthrirtis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haematoma muscle ("abnormal bleeding (general):hematoma in right iliac muscle / hemotomia in the muscle"), genital haemorrhage ("abnormal bleeding (general):hematoma in right iliac muscle"), fatigue ("extreme fatigue / exhausted"), hypersensitivity ("allergic reaction"), depression ("depression/psychological or psychiatric problems condition: depression"), loss of libido ("hormonal changes describe: lack of sex drive"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes and chills"), chills ("hormonal changes describe: hot flashes and chills"), alopecia ("hair loss"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), butterfly rash ("rashes or skin conditions type: butterfly rash"), ovarian cyst ("reproductive system disorder or type of disorder or condition: cysts/ ovarian cyst"), tooth fracture ("dental problems: teeth began to crack and break"), nausea ("nausea/sick to my stomach"), periodic limb movement disorder ("neurological conditions or problems type: periodic limb movement disorder"), dyspareunia ("dyspareunia painful sexual intercourse),"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), dyspepsia ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), arthralgia ("hip pain / joint pain"), inflammation ("inflammation "), back pain ("pain/lower back pain"), neuralgia ("nerve pain"), restless legs syndrome ("restless legs syndrome"), insomnia ("insomnia"), nervousness ("shakey"), somnolence ("very sleepy"), pain ("body aches / shooting pain"), gait inability (seriousness criterion hospitalization), abdominal distension ("bloating/looks 8 months pregnant"), crohn's disease ("crohn's"), muscle spasms ("muscle spasm / muscle spasms "), loss of consciousness ("pass out"), splenomegaly ("spleen enlarged"), hepatomegaly ("liver enlarged"), coeliac disease ("celiac disease"), coccydynia ("coccydynia / tailbone pain"), hiatus hernia ("hiatal hernia"), irritable bowel syndrome ("ibd (irritable bowel syndrome)"), colitis ulcerative ("ulcerative colitis"), mixed connective tissue disease ("mixed connective tissue disorder"), pollakiuria ("pee constantly"), constipation ("constipation"), migraine ("migraine"), stress ("stresses"), malaise ("sick"), anaphylactic reaction ("anaphylaxis"), infection ("infection"), abdominal pain lower ("bad cramps"), gastrooesophageal reflux disease ("acid reflux"), lactose intolerance ("lactose intolerance"), gluten sensitivity ("gluten sensitivity"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("stomach hurts / stomach pain"), pyrexia ("fever"), dysgeusia ("metallic taste in mouth"), middle insomnia ("sleep broken"), dehydration ("dehydration"), anger ("anger"), depressed mood ("sadness"), swelling ("swelling"), abdominal discomfort ("stomach upset"), sleep apnoea syndrome ("sleep apnea"), dermal cyst ("pilar cyst on my scalp"), pulmonary mass ("nodule in my lung"), hepatic cyst ("cyst in liver") and muscle twitching ("muscle twitch") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and haemangioma of bone ("hemangioma at t8 vertebrae"). The patient was treated with antibiotics, methotrexate, paracetamol (tylenol), pramipexole dihydrochloride (mirapex), surgery (bilateral salpingectomy with cornual resection) and dentures. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, loss of libido, mood swings, hot flush, chills, urinary incontinence, arthralgia, inflammation and back pain had resolved, the haematoma muscle, raynaud's phenomenon, systemic lupus erythematosus, rheumatoid arthritis, genital haemorrhage, fatigue, hypersensitivity, depression, alopecia, butterfly rash, ovarian cyst, tooth fracture, nausea, periodic limb movement disorder, dyspareunia, gastritis, diarrhoea, neuralgia, restless legs syndrome, insomnia, nervousness, somnolence, pain, gait inability, abdominal distension, crohn's disease, muscle spasms, loss of consciousness, splenomegaly, hepatomegaly, coeliac disease, coccydynia, hiatus hernia, irritable bowel syndrome, colitis ulcerative, mixed connective tissue disease, pollakiuria, constipation, migraine, stress, malaise, anaphylactic reaction, infection, gastrooesophageal reflux disease, lactose intolerance, gluten sensitivity, fibromyalgia, abdominal pain upper, pyrexia, dysgeusia, middle insomnia, dehydration, anger, depressed mood, swelling, abdominal discomfort, sleep apnoea syndrome, dermal cyst, pulmonary mass, hepatic cyst and muscle twitching outcome was unknown and the weight increased, dyspepsia and abdominal pain lower was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anaphylactic reaction, anger, arthralgia, back pain, butterfly rash, chills, coccydynia, coeliac disease, colitis ulcerative, constipation, crohn's disease, dehydration, depressed mood, depression, dermal cyst, diarrhoea, dysgeusia, dyspareunia, dyspepsia, fatigue, fibromyalgia, gait inability, gastritis, gastrooesophageal reflux disease, genital haemorrhage, gluten sensitivity, haemangioma of bone, haematoma muscle, hepatic cyst, hepatomegaly, hiatus hernia, hot flush, hypersensitivity, infection, inflammation, insomnia, irritable bowel syndrome, lactose intolerance, loss of consciousness, loss of libido, malaise, middle insomnia, migraine, mixed connective tissue disease, mood swings, muscle spasms, muscle twitching, nausea, nervousness, neuralgia, ovarian cyst, pain, pelvic pain, periodic limb movement disorder, pollakiuria, pulmonary mass, pyrexia, raynaud's phenomenon, restless legs syndrome, rheumatoid arthritis, sleep apnoea syndrome, somnolence, splenomegaly, stress, swelling, systemic lupus erythematosus, tooth fracture, urinary incontinence and weight increased to be related to essure. The reporter commented: device insertion details: the essure hysteroscope implants were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2015: hematoma in right iliac muscle. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described via social media: nerve pain, restless leg, insomnia, very sleepy and shaky, body aches, not being able to move, bloating, crohn's, muscle spasm, pass out, hemangioma at t8 vertebrae, spleen enlarged, liver enlarged, celiac disease, coccydynia, hiatal hernia, irritable bowel syndrome, ulcerative colitis, mixed connective tissue disorder, pee constantly, constipation. Lot number: 948834, manufacturing date: 2012-02, expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: cyst in pilar on scalp, cyst in liver, lung nodule, added. On 20-mar-2020: social media content received: reporter added. Event: muscle twitching added. Fu 16 and 17 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic lower back'), gait inability ('not being able to move/ without being able to walk') and back pain ('pain/lower back pain') in a 34-year-old female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar pain, low back pain, rheumatic fever, restless leg syndrome, crohn's disease, hiatal hernia (surgery for hiatal hernia) and allergic reaction to analgesics. Previously administered products included for an unreported indication: birth control. Concurrent conditions included pap smear abnormal. Concomitant products included gabapentin for back pain, drugs for constipation since 2012 for constipation, medroxyprogesterone acetate (depo provera) for contraception as well as folic acid, hydromorphone hydrochloride (dilaudid), magnesium citrate and ropinirole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced raynaud's phenomenon ("autoimmune disorder/autoimmune disorder type of disorder: raynauds syndrome,"), systemic lupus erythematosus ("autoimmune disorder/autoimmune disorder type of disorder: sle lupus") and rheumatoid arthritis ("autoimmune disorder/arthritis/rheumatoid arthrirtis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), haematoma muscle ("abnormal bleeding (general):hematoma in right iliac muscle / hemotomia in the muscle"), genital haemorrhage ("abnormal bleeding (general):hematoma in right iliac muscle"), fatigue ("extreme fatigue / exhausted"), hypersensitivity ("allergic reaction"), depression ("depression/psychological or psychiatric problems condition: depression"), loss of libido ("hormonal changes describe: lack of sex drive"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes and chills"), chills ("hormonal changes describe: hot flashes and chills"), alopecia ("hair loss"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), butterfly rash ("rashes or skin conditions type: butterfly rash"), ovarian cyst ("reproductive system disorder or type of disorder or condition: cysts/ ovarian cyst"), tooth fracture ("dental problems: teeth began to crack and break"), nausea ("nausea/sick to my stomach"), periodic limb movement disorder ("neurological conditions or problems type: periodic limb movement disorder"), dyspareunia ("dyspareunia painful sexual intercourse),"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), dyspepsia ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), arthralgia ("hip pain / joint pain / right hip pain"), inflammation ("inflammation"), neuralgia ("nerve pain"), restless legs syndrome ("restless legs syndrome"), insomnia ("insomnia"), nervousness ("shakey"), somnolence ("very sleepy"), pain ("body aches / shooting pain"), abdominal distension ("bloating/looks 8 months pregnant"), crohn's disease ("crohn's"), muscle spasms ("muscle spasm / muscle spasms "), loss of consciousness ("pass out"), splenomegaly ("spleen enlarged"), hepatomegaly ("liver enlarged"), coeliac disease ("celiac disease"), coccydynia ("coccydynia / tailbone pain / tailbone to curve"), hiatus hernia ("hiatal hernia"), irritable bowel syndrome ("ibd (irritable bowel syndrome)"), colitis ulcerative ("ulcerative colitis"), mixed connective tissue disease ("mixed connective tissue disorder"), pollakiuria ("pee constantly"), constipation ("constipation"), migraine ("migraine"), stress ("stresses"), malaise ("sick"), anaphylactic reaction ("anaphylaxis"), infection ("infection"), abdominal pain lower ("bad cramps"), gastrooesophageal reflux disease ("acid reflux"), lactose intolerance ("lactose intolerance"), gluten sensitivity ("gluten sensitivity"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("stomach hurts / stomach pain"), pyrexia ("fever"), dysgeusia ("metallic taste in mouth"), middle insomnia ("sleep broken"), dehydration ("dehydration"), anger ("anger"), depressed mood ("sadness"), swelling ("swelling"), abdominal discomfort ("stomach upset"), sleep apnoea syndrome ("sleep apnea"), dermal cyst ("pilar cyst on my scalp"), pulmonary mass ("nodule in my lung"), hepatic cyst ("cyst in liver"), muscle twitching ("muscle twitch") and flatulence ("gas"), experienced gait inability (seriousness criterion hospitalization), lasting 6 months and was found to have weight increased ("weight gain / loss specify which one: weight gain") and haemangioma of bone ("hemangioma at t8 vertebrae"). The patient was treated with antibiotics, methotrexate, paracetamol (tylenol), pramipexole dihydrochloride (mirapex), surgery (bilateral salpingectomy with cornual resection) and dentures. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, gait inability, back pain, loss of libido, mood swings, hot flush, chills, urinary incontinence, arthralgia and inflammation had resolved, the haematoma muscle, raynaud's phenomenon, systemic lupus erythematosus, rheumatoid arthritis, genital haemorrhage, fatigue, hypersensitivity, depression, alopecia, butterfly rash, ovarian cyst, tooth fracture, nausea, periodic limb movement disorder, dyspareunia, gastritis, diarrhoea, neuralgia, restless legs syndrome, insomnia, nervousness, somnolence, pain, abdominal distension, crohn's disease, muscle spasms, loss of consciousness, splenomegaly, hepatomegaly, coeliac disease, coccydynia, hiatus hernia, irritable bowel syndrome, colitis ulcerative, mixed connective tissue disease, pollakiuria, constipation, migraine, stress, malaise, anaphylactic reaction, infection, gastrooesophageal reflux disease, lactose intolerance, gluten sensitivity, fibromyalgia, abdominal pain upper, pyrexia, dysgeusia, middle insomnia, dehydration, anger, depressed mood, swelling, abdominal discomfort, sleep apnoea syndrome, dermal cyst, pulmonary mass, hepatic cyst, muscle twitching and flatulence outcome was unknown and the weight increased, dyspepsia and abdominal pain lower was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anaphylactic reaction, anger, arthralgia, back pain, butterfly rash, chills, coccydynia, coeliac disease, colitis ulcerative, constipation, crohn's disease, dehydration, depressed mood, depression, dermal cyst, diarrhoea, dysgeusia, dyspareunia, dyspepsia, fatigue, fibromyalgia, flatulence, gait inability, gastritis, gastrooesophageal reflux disease, genital haemorrhage, gluten sensitivity, haemangioma of bone, haematoma muscle, hepatic cyst, hepatomegaly, hiatus hernia, hot flush, hypersensitivity, infection, inflammation, insomnia, irritable bowel syndrome, lactose intolerance, loss of consciousness, loss of libido, malaise, middle insomnia, migraine, mixed connective tissue disease, mood swings, muscle spasms, muscle twitching, nausea, nervousness, neuralgia, ovarian cyst, pain, pelvic pain, periodic limb movement disorder, pollakiuria, pulmonary mass, pyrexia, raynaud's phenomenon, restless legs syndrome, rheumatoid arthritis, sleep apnoea syndrome, somnolence, splenomegaly, stress, swelling, systemic lupus erythematosus, tooth fracture, urinary incontinence and weight increased to be related to essure. The reporter commented: device insertion details: the essure hysteroscope implants were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2015: hematoma in right iliac muscle. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described via social media: nerve pain, restless leg, insomnia, very sleepy and shaky, body aches, not being able to move, bloating, crohn's, muscle spasm, pass out, hemangioma at t8 vertebrae, spleen enlarged, liver enlarged, celiac disease, coccydynia, hiatal hernia, irritable bowel syndrome, ulcerative colitis, mixed connective tissue disorder, pee constantly, constipation. Lot number: 948834, manufacturing date: 2012-02, expiration date: 2015-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received : historical drug contraceptives added, new events gas added. 2 concomitant drugs were added. Gait inability outcome was changed, drug start date added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic lower back'), gait inability ('not being able to move/ without being able to walk') and back pain ('pain/lower back pain') in a 34-year-old female patient who had essure (batch no. 948834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lumbar pain, low back pain, rheumatic fever, restless leg syndrome, crohn's disease, hiatal hernia (surgery for hiatal hernia) and allergic reaction to analgesics. Previously administered products included for an unreported indication: birth control. Concurrent conditions included pap smear abnormal. Concomitant products included gabapentin for back pain, drugs for constipation since 2012 for constipation, medroxyprogesterone acetate (depo provera) for contraception as well as folic acid, hydromorphone hydrochloride (dilaudid), magnesium citrate and ropinirole. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced raynaud's phenomenon ("autoimmune disorder/autoimmune disorder type of disorder: raynauds syndrome,"), systemic lupus erythematosus ("autoimmune disorder/autoimmune disorder type of disorder: sle lupus") and rheumatoid arthritis ("autoimmune disorder/arthritis/rheumatoid arthritis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain (seriousness criterion hospitalization), haematoma muscle ("abnormal bleeding (general):hematoma in right iliac muscle / hematoma in the muscle"), genital haemorrhage ("abnormal bleeding (general):hematoma in right iliac muscle"), fatigue ("extreme fatigue / exhausted"), hypersensitivity ("allergic reaction"), depression ("depression/psychological or psychiatric problems condition: depression"), loss of libido ("hormonal changes describe: lack of sex drive"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes and chills"), chills ("hormonal changes describe: hot flashes and chills"), alopecia ("hair loss"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), butterfly rash ("rashes or skin conditions type: butterfly rash"), ovarian cyst ("reproductive system disorder or type of disorder or condition: cysts/ ovarian cyst"), tooth fracture ("dental problems: teeth began to crack and break"), nausea ("nausea/sick to my stomach"), periodic limb movement disorder ("neurological conditions or problems type: periodic limb movement disorder"), dyspareunia ("dyspareunia painful sexual intercourse),"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), diarrhoea ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), dyspepsia ("gastrointestinal or digestive system condition type: chronic diarrhea digestive issues"), arthralgia ("hip pain / joint pain / right hip pain"), inflammation ("inflammation"), neuralgia ("nerve pain"), restless legs syndrome ("restless legs syndrome"), insomnia ("insomnia"), nervousness ("shaky"), somnolence ("very sleepy"), pain ("body aches / shooting pain"), abdominal distension ("bloating/looks 8 months pregnant"), crohn's disease ("crohn's"), muscle spasms ("muscle spasm / muscle spasms "), loss of consciousness ("pass out"), splenomegaly ("spleen enlarged"), hepatomegaly ("liver enlarged"), coeliac disease ("celiac disease"), coccydynia ("coccydynia / tailbone pain / tailbone to curve"), hiatus hernia ("hiatal hernia"), irritable bowel syndrome ("ibd (irritable bowel syndrome)"), colitis ulcerative ("ulcerative colitis"), mixed connective tissue disease ("mixed connective tissue disorder"), pollakiuria ("pee constantly"), constipation ("constipation"), migraine ("migraine"), stress ("stresses"), malaise ("sick"), anaphylactic reaction ("anaphylaxis"), infection ("infection"), abdominal pain lower ("bad cramps"), gastrooesophageal reflux disease ("acid reflux"), lactose intolerance ("lactose intolerance"), gluten sensitivity ("gluten sensitivity"), fibromyalgia ("fibromyalgia"), abdominal pain upper ("stomach hurts / stomach pain"), pyrexia ("fever"), dysgeusia ("metallic taste in mouth"), middle insomnia ("sleep broken"), dehydration ("dehydration"), anger ("anger"), depressed mood ("sadness"), swelling ("swelling"), abdominal discomfort ("stomach upset"), sleep apnoea syndrome ("sleep apnea"), dermal cyst ("pilar cyst on my scalp"), pulmonary mass ("nodule in my lung"), hepatic cyst ("cyst in liver"), muscle twitching ("muscle twitch"), flatulence ("gas"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"), experienced gait inability (seriousness criterion hospitalization), lasting 6 months and was found to have weight increased ("weight gain / loss specify which one: weight gain") and haemangioma of bone ("hemangioma at t8 vertebrae"). The patient was treated with antibiotics, methotrexate, paracetamol (tylenol), pramipexole dihydrochloride (mirapex), surgery (bilateral salpingectomy with cornual resection) and dentures. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, gait inability, back pain, loss of libido, mood swings, hot flush, chills, urinary incontinence, arthralgia and inflammation had resolved, the haematoma muscle, raynaud's phenomenon, systemic lupus erythematosus, rheumatoid arthritis, genital haemorrhage, fatigue, hypersensitivity, depression, alopecia, butterfly rash, ovarian cyst, tooth fracture, nausea, periodic limb movement disorder, dyspareunia, gastritis, diarrhoea, neuralgia, restless legs syndrome, insomnia, nervousness, somnolence, pain, abdominal distension, crohn's disease, muscle spasms, loss of consciousness, splenomegaly, hepatomegaly, coeliac disease, coccydynia, hiatus hernia, irritable bowel syndrome, colitis ulcerative, mixed connective tissue disease, pollakiuria, constipation, migraine, stress, malaise, anaphylactic reaction, infection, gastrooesophageal reflux disease, lactose intolerance, gluten sensitivity, fibromyalgia, abdominal pain upper, pyrexia, dysgeusia, middle insomnia, dehydration, anger, depressed mood, swelling, abdominal discomfort, sleep apnoea syndrome, dermal cyst, pulmonary mass, hepatic cyst, muscle twitching, flatulence, bladder disorder and urinary tract disorder outcome was unknown and the weight increased, dyspepsia and abdominal pain lower was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, anaphylactic reaction, anger, arthralgia, back pain, bladder disorder, butterfly rash, chills, coccydynia, coeliac disease, colitis ulcerative, constipation, crohn's disease, dehydration, depressed mood, depression, dermal cyst, diarrhoea, dysgeusia, dyspareunia, dyspepsia, fatigue, fibromyalgia, flatulence, gait inability, gastritis, gastrooesophageal reflux disease, genital haemorrhage, gluten sensitivity, haemangioma of bone, haematoma muscle, hepatic cyst, hepatomegaly, hiatus hernia, hot flush, hypersensitivity, infection, inflammation, insomnia, irritable bowel syndrome, lactose intolerance, loss of consciousness, loss of libido, malaise, middle insomnia, migraine, mixed connective tissue disease, mood swings, muscle spasms, muscle twitching, nausea, nervousness, neuralgia, ovarian cyst, pain, pelvic pain, periodic limb movement disorder, pollakiuria, pulmonary mass, pyrexia, raynaud's phenomenon, restless legs syndrome, rheumatoid arthritis, sleep apnoea syndrome, somnolence, splenomegaly, stress, swelling, systemic lupus erythematosus, tooth fracture, urinary incontinence, urinary tract disorder and weight increased to be related to essure. The reporter commented: device insertion details: the essure hysteroscope implants were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2015: hematoma in right iliac muscle. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described via social media: nerve pain, restless leg, insomnia, very sleepy and shaky, body aches, not being able to move, bloating, crohn's, muscle spasm, pass out, hemangioma at t8 vertebrae, spleen enlarged, liver enlarged, celiac disease, coccydynia, hiatal hernia, irritable bowel syndrome, ulcerative colitis, mixed connective tissue disorder, pee constantly, constipation. Lot number: 948834 manufacturing date: 2012-02, expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 4-may-2020: pfs received- new event bladder disorder and urinary tract disorder were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.